Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 1 of 2. Patient with a history of anti- c (big) failed to react with 0.8% surgiscreen lot vss108 cell# 1 in manual gel method. According to the customer, the sample was first tested at their facility on (B)(6) 2019 using 0.8% surgiscreen lot # vss100 and cell #1 reacted 1+. With additional testing using 0.8% resolve panel a lot # vra331; anti- c was identified with 1+ reaction. Gel cards used in all gel testing = 021919001-16 exp 12/27/19. Customer stated that a new sample was obtained from the patient on (B)(6) 2019 and testing with 0.8% surgiscreen lot # vss108, showed no reaction noted. But because of the patient history, the customer tested sample simultaneously with panel a lot # vra331 and stated only the c+ cells on panel reacted 1+. Customer repeated testing, thinking they forget to add the plasma for the abs screen and again no reaction noted. Customer further tested the sample drawn on (B)(6) 2019 and again saw no reaction with 0.8% surgiscreen lot # vss108. Customer then testing sample from (B)(6) 2019, using tube method and 3% screening cells lot # 3ss663 (see mxp 2151759) and again saw no reaction. No erroneous results released. Only big c negative units were selected for transfusion. Issue started on: (B)(6) 2019. Reported 7-24-2019. Microtubes/wells or cell (donor #) affected: see above. Reaction grade obtained: account was only concerned about the false negative results. Customer was expecting: big c positive cells to react. Incubation time (for manual test only): 15 mins. Test repeated: only the screen. Method/result obtained by repeating: negative. Was qc affected? No. Daily qc performed and found to be acceptable. Product handling protocol: cassette/gel card storage temperature range: per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: per IFU. Visual appearance before use: all reagents have a normal appearance. Tss discussed with the customer the antigen titers on donor cells for possible cause for negative reaction. Account did not try extending the incubation time with manual gel nor tube testing.